Event description:
It was reported that during an implant procedure, the leads could not be implanted due to the patient's anatomy. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix mechanism.